Event description:
In this event is was reported that a pair of palodent plus forceps could not be fixed; no injury resulted.

Manufacturer narrative:
The device was evaluated and found to be misaligned possibly due to the customer's technique. Additional information from the customer to confirm this is unavailable. During an internal review it was found that this event was originally misclassified. It has been appropriately reclassified and determined to meet the criteria for MDR reporting per 21 cfr part 803. A CAPA has been initiated to address the misclassification issue.